Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned

Event description:
It was reported that the majority of shift, the arctic sun device flow rate (fr) had stayed between 2-2.1 l/m. Did get air leak alert earlier but had not returned and already disconnected and reconnected 3 times. All lines were straight. 4 size medium pads in place. Patient temperature (pt) was 36.8c, targeted temperature (tt) was 37c, fluid delivery line (fdl) showed no signs of cracks or tears and was secure in lock position. Outlet monitor temperature (t1) was 39.1c, outlet control temperature (t2) was 28.8c, inlet temperature (t3) was 38.8c, chiller temperature (t4) was 4.1c, water flow rate (wfr) was 2.1 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 64 percentage, mixing pump command (mpc) was 0, heater was 44, water reservoir level (wrl) was 5, system hours were 9296.7, pump hours were 8301.3. Noted that inlet pressure (ip) and pump commands were within range. Water flow rate (wfr) of 2 targeted temperature (tt). Other option was to swap out pads or connect an additional pad and lay to the side to assist with increasing water flow rate (wfr). Mis asked for a call back with any questions or concerns.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "adhesion gaps in film bond due to temp controller set too low or failed, nip roller air pressure set too low or no air pressure, belt speed controller set too high". The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the majority of shift arctic sun device, the flow rate (fr) had stayed between 2-2.1 l/m. Did get air leak alert earlier but had not returned and already disconnected and reconnected 3 times. All lines were straight. 4 size medium pads in place. Patient temperature (pt) was 36.8c, targeted temperature (tt) was 37c, fluid delivery line (fdl) showed no signs of cracks or tears and was secure in lock position. Outlet monitor temperature (t1) was 39.1c, outlet control temperature (t2) was 28.8c, inlet temperature (t3) was 38.8c, chiller temperature (t4) was 4.1c, water flow rate (wfr) was 2.1 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 64 percentage, mixing pump command (mpc) was 0, heater was 44, water reservoir level (wrl) was 5, system hours was 9296.7, pump hours was 8301.3. Noted that inlet pressure (ip) and pump commands were within range. Water flow rate (wfr) of 2 targeted temperature (tt). Other option was to swap out pads or connect an additional pad and lay to the side to assist with increasing water flow rate (wfr). Call back with any questions or concerns.